Event description:
It was reported that the log file review showed six low speed advisories on (B)(6) 2022 with speed drops as low as 8480 rpm. An issue with the percutaneous lead was suspected and only seemed to happen when connected to the power module. It was recommended to stay on battery power or an ungrounded cable until further investigation was completed. X-ray images were unremarkable although team had concern for possible short to shield. The patient's ldh (lactate dehydrogenase) was at 604. Log files contained data after connecting to grounded cable. The log files showed the power briefly elevated when the patient was connected to a grounded patient cable. There were no speed drops < the lsl at the time. The voltages were low when connected to the grounded cable. The patient was to be discharged on a non-grounded patient cable. A driveline repair was performed on (B)(6) 2022 and the removed section of the driveline was returned for evaluation. The maximum external length of driveline was removed so another driveline repair would not be possible.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the cause of the elevated pump power was determined to be short to shield, however the percutaneous lead repair did not confirm an issue that would cause the speed to drop and power to elevate.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed events which appeared to be consistent with a potential issue with the driveline; however, evaluation of the returned driveline (dl) did not confirm any wire damage that would have contributed to these events. Additionally, a specific cause for the reported increase in lactate dehydrogenase (ldh), as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not be established through this evaluation. It was reported that the patient experienced low speed advisory alarms and there was a concern for dl wire damage. The patient's ldh was noted to have increased but ultimately down-trended. A distal end dl repair was performed on (B)(6) 2022, and the patient was ultimately discharged on an ungrounded patient cable. The submitted log files captured low speed events on (B)(6) 2022 as the patient was connected to the power module. Elevated power and flow events were also captured during the low speed events as the pump attempted to ramp back up to the set speed. Phase 2's hex values appeared out of specification compared to those of phase 1 & 3 during these events. Based on previous complaint experience, these events could be indicative of a potential issue with the dl. In addition, power and flow elevations were observed on (B)(6) 2022; however, the pump appeared to have operated as intended at the set speed during these events. A specific cause for these elevations in pump power and flow could not be conclusively determined through this evaluation. The distal end of the dl was returned, measuring approximately 19¿ from the controller connector (cc). The silicone jacket appeared unremarkable upon inspection. Electrical continuity testing of the replaced dl in the condition that it was received found all wires to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the dl. Upon disassembly, microscopic inspection of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The dl was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any areas of current leakage. The patient had remained ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), until ultimately expiring on (B)(6) 2022 (manufacturer report number 2916596-2022-11576). The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists hemolysis as an adverse event which may be associated with the use of heartmate ii lvas. Addresses all pump parameters including pump speed, power, flow, and pi. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. The "pump performance monitoring" section under section 6, "patient care and management," addresses damage due to wear and fatigue of the driveline. Section 6 also outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot them. Section 6, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The heartmate ii lvas patient handbook is currently available. This document contains a section on ¿caring for the driveline;¿ however, all heartmate ii lvas percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use. No further information was provided. The manufacturer is closing the file on this event.